Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/21/2014 with the following findings: the pump case and battery compartment threads were found to be intact; no physical damage was observed. The battery cap was able to be fully secured to the pump and was not getting stuck. The complaint that the battery compartment was cracked and that the battery cap was stuck to the pump was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that the battery compartment was damaged. It was noted that the battery cap was not able to be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.